Event description:
This is regarding dexcom g7 sensor. On day 8 of the sensor, it repeatedly started showing "brief sensor issue" where the cgm(continuous glucose monitoring) readings would disappear for 30-40 minutes. This happens on almost every session of dexcom g7 session that brief sensor issue message appears starting day 8. The product is approved for 10 day wear but it simply does not work as expected after day 7.